Manufacturer narrative:
The cerelink icp probe basic kit was returned for evaluation. Failure analysis: the issue of the complaint has been confirmed: catheter material damaged/stretched; mashed at connector, internal wires broken (x-ray) and no testing was possible. The root cause of the problem stated could be determined to be mishandling of the catheter.

Event description:
N/a.

Manufacturer narrative:
The neuromonitor basic kit was returned for evaluation. Failure analysis: the issue of the complaint has been confirmed: catheter material damaged/stretched; mashed at connector, internal wires broken (x-ray) and no testing was possible. The root cause of the problem stated could be determined to be mishandling of the catheter.

Event description:
N/a.

Event description:
A facility reported a microsensor was placed in a male patient on (B)(6) 2021 and worked fine (read 7-8mm hg with head up). On (B)(6) 2021, the patient went for a routine CT scan with a relatively normal icp of 12-14mmhg and went back to ICU. When the cerelink was connected, the reading went up to 132 then down to 30 and then alarm ¿cable or sensor failure¿. Everything was disconnected and turned off, including the power cord. They waited 20-30 minutes and attached the sensor with the cerelink on battery power alone and this resulted on the same message "cable or sensor failure". Later, it was noticed that the power cord was connected but the part that plugs into the black brick was not fully seated. It looked fully seated but was not. Medical staff was instructed that they need to make sure during transfer or transport that this plug is fully connected. The nurses wore gloves when handling the patient during transport and transfer to the hospital bed. There was no know impact or injury to the patient.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.